Event description:
The user facility reported, the housing broke during a procedure. The broken housing could cause the non-sterile battery to be exposed to the sterile field. No medical intervention, no significant surgical delay and no adverse consequences.

Manufacturer narrative:
The reported event was not duplicated, the battery housing was not available for evaluation. Without the battery housing we are unable to determine what caused the reported event. H3 other text : device not returned

Event description:
The user facility reported, the housing broke during a procedure. The broken housing could cause the non-sterile battery to be exposed to the sterile field. No medical intervention, no significant surgical delay and no adverse consequences.